Event description:
Device 2 of 2. Reference MFR report# 1627487-2010-06309. The pt's ((B)(6)) scs system includes two percutaneous leads (from different lots) implanted in the occipital subcutaneous region (off-label). It was reported one of the leads had eroded through the skin. Surgical intervention was undertaken to bury the lead. No infection was found, and no further issues have been reported following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.